Manufacturer narrative:
Sections with additional information as of 15-dec-2020 h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 09-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 54mg/dl. The expected fasting blood glucose test result range is 100-110mg/dl. The customer did report symptoms of feeling sweaty. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms (states it only happens very sporadically). The product is not stored according to specification, in the kitchen. During the call, a back to back blood test was performed by the customer. Customer is not having any diabetic symptoms at the time of the call. The test strip lot manufacturer¿s expiration date is 08/22/2021 and open vial date is undisclosed. (B)(6).